Manufacturer narrative:
The investigation has been completed. The introducer and guidewire were returned for investigation. Both the returned introducer and guidewire have kinks on them, with no other damage noted. Additionally, the returned guidewire was stretched from the tip coil and broke into two pieces. According to the provided clinical information, the initial introducer was kinked after the removal of the dilator. The patient was reported to have a tortuous vessel condition. The operator switched sides, and the same issue occurred with the new introducer. However, the impella explant was successful without patient harm. Furthermore, a full fracture of the guidewire occurred during the withdrawal, and the floppy end was torn off between the valves of the introducer, while the noted repository unit was slightly inserted into the introducer. The failure mode for the delivery issue was changed to product damage (guidewire damage - peripheral vessels) since a full fracture was noted on the returned guidewire. The introducer damage issue that occurred during the delivery was addressed under a separate failure mode. The cause of the guidewire issue was most likely use related since the floppy end was torn off between the valves of the introducer, while the noted repository unit was slightly inserted into it. The cause of the first introducer issue was patient condition related tortuous vessel. The cause of the second introducer issue was patient condition related tortuous vessel. D.9 device return date/information was added. G.1 revised reporting contact email as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-25039. Revised manufacturing site country as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25039. G.6 30-day selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-25039.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that during the impella cp procedure when removing the guidewire, the guidewire had a full fracture. The patient¿s vessel was tortuous. There was no harm to the patient. It was also reported the 14f introducer was kinking after the removal of the dilator. The physician switched over to the left groin and a second introducer was used. The second introducer was also kinking as well but impella was able to be removed after the percutaneous coronary intervention procedure with no harm to the patient.